Event description:
The patient developed aseptic meningitis. Symptoms included an 'increased white blood cell count without bacteria', headache, stiff neck, and night fevers. The patient was treated with antibiotics. It was reported that there were no problems with the device. The pump was not explanted at the time of report. The hcp was 'seeking guidance.' The pump was used to administer pain medications, type and dosage not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.